Event description:
We have been informed that during procedure, the doctor encountered an issue while attempting to sculpt the nucleus. The foot switch was not functioning, and an error message appeared on the screen indicating no connection to the foot switch. Despite being connected via cable, reconnecting the cable did not resolve the issue. No report that actual patient harm occurred, however, due to the reported event surgery was delayed.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during procedure, the doctor encountered an issue while attempting to sculpt the nucleus. The foot switch was not functioning, and an error message appeared on the screen indicating no connection to the foot switch. Despite being connected via cable, reconnecting the cable did not resolve the issue. No report that actual patient harm occurred, however, due to the reported event surgery was delayed.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the logfiles confirmed the occurrence of the reported error messages. On site support also confirmed the foot switch error. Firmware cpu1,2 and the foot switch were flashed, after which the foot switch operated in wired mode but not wirelessly. Testing with another foot pedal was suggested to determine whether the issue was related to the foot pedal or can receiver. The complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva nexus surgical system are included in the analysis (fp-defect-delayed). Since 2022 more than 1000.000 surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.